Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 109 mg/dl at the time of the incident. The customer's other blood glucose was 158 mg/dl. The customer stated that they was not having issues with a low the sensor was reading wrong, but customer was already replacing the sensor. The customer stated that they tried to calibrate the sensor to make the number move closer together. The insulin delivery was suspended due to the difference between the sensor glucose and the blood glucose. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was 55 mg/dl. The suspend on low limit in sensor settings was 80 mg/dl. The customer reported the difference occurred with the current sensor. The sensor will not be returned for analysis.